Manufacturer narrative:
On 11/06/2020, the distributor confirmed with the infutronix that the affected device was discarded by the user and therefore no root cause could be established.

Event description:
On 11/06/2020, a distributor of infutronix reported an issue on behalf of an end user: "tina stated that an administration set model hs004 lot 1908006 set has come apart at the cassette. This set was discarded." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.